Event description:
In 2008, a female pt underwent a diagnostic cardiac catheterization procedure performed through a 6 fr procedural sheath placed in the common femoral artery. At the end of the procedure, the physician, a trained mynx operator, deployed a mynx vascular closure device to achieve access site hemostasis. The mynx device was reportedly deployed without incident following procedure steps described in the instructions for use. An additional 10 minutes of adjunctive compression was applied following delivery of the mynx device, which is routine practice for this operator. The pt was discharged per hosp protocol and without incident. Of note, the pt has had 12 prior catheterization procedures in the ipsilateral side with permanent closure device components left behind. The following week, the pt returned to the hospital with symptoms of access site pain and local swelling. Doppler ultrasound confirmed the presence of a pseudoaneurysm. The size was not reported and therefore remains unk. The pt was admitted to the hospital for vascular repair of the pseudoaneurysm and was reportedly doing well following surgery with no lasting or additional clinical sequelae. No other info concerning this event is available.

Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot history review. Based on the info provided and the investigation performed, the root cause of the reported incident is unk. There is no evidence to suggest that the mynx device did not meet spec or perform as intended per IFU.